Event description:
An elderly patient was undergoing cardiac catheterization and coronary angiography. During the course of the procedure the mavig x-ray shield suspension arm broke causing the lead shield to fall on the patient while lying on the cardiac cath lab table. The shield fell on the patient's face, resulting in a right forehead/orbital laceration which ultimately required sutures. Skull fracture and intracranial bleeding were ruled out. Long-term injury unlikely.the device/product failure was the direct cause of the patient's injuries.